Event description:
During mapping of the lower mitral valve pt's blood pressure dropped and lost consciouness, dr stopped the procedure. Dr suspected cardiac tamponade. Percutaneous support and thoracotomy performed. Pt stable.